Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open unknown procedure, unformed clip fell off at the 1st firing. The fallen clip was retrieved. After that, the clips were malformed at several firings. The surgeon has not used the el5ml for long time, so the surgeon was grasping the trigger about 1/2 when inserting the device through the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.